Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a stenting procedure in the common bile duct. According to the complainant, during an attempt to deploy the stent, the outer sheath would not retract in order to release the stent. The stent could not be deployed and was removed together with the scope. No damage was noted to the device. The procedure was completed with another wallstent biliary stent unistep plus. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.